Event description:
Hcp reported the patient was recently taken on as a patient by this clinic. At the first refill, a discrepancy was noted. The patient was sent back to the implanting physician for pump studies. The studies came back normal. The next 2 refills were fine. At the last refill, 4cc were obtained from the pump whereas 2.1cc were expected. The patient had been doing fine with no withdrawal symptoms aside from some increase in pain recently. "In the past, pt had a mixture of drugs which dr. Is not willing to do." The patient remains quite pleased with the pump and the hcp will continue to monitor.